Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that when she gave a bolus this morning, she felt wetness at her site area. Unable to determine where the source of the leak was within the infusion set. No adverse event alleged. A request was made for the return of the device.